Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 32 events were reported for this quarter. 32 devices were received. 18 events were duplicated. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. 13 devices were found to be affected by compromised lubrication. 9 devices were found to be affected by corrosion. The reported event was not confirmed for 10 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 32 malfunction events, in which the device overheated. 31 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.